Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device does not properly deliver insulin. He stated that his blood glucose was elevated to 21 mmol/l (378 mg/dl) when he woke up. He stated that he changed "everything" and bolused through the infusion device but he was unable to lower his blood glucose. His diabetic nurse advised him to inject insulin via syringe and his blood glucose decreased. He reconnected to the infusion device and his blood glucose again elevated. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.